Event description:
Reported due to foot break found during device analysis. Report received from analysis of the perclose proglide device that the foot was broken offf and not returned with the device. The physician attempted closure of an arteriotomy site following and unknown procedure. Reportedly, while trying to advance the knot to the arteriotomy site, the "knot" would not go down all of the way." It is unknown how hemostasis was achieved. No patient injury or adverse event was reported.